Event description:
Customer called (B)(6) 2012 to report an incident. Client has fallen down from maxi twin, because one sling clip came loose during transfer. Injury is just some scratches as far as known now. Complete description of event: client is in the lift, carer needs to lower the bed, this isn't fixed in one time, so the client hangs in the lift for a moment. The client moves up with his left arm, then the clip go loose of the spreader bar. The client fell out of the sling on the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.